Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. Following removal of the blue stent protection cover off of the catheter, it was noted that stent was missing from the stent delivery system. The stent was located inside of the protection cover. The procedure was completed with another device. No patient complications were reported and the patient status is unknown.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. Following removal of the blue stent protection cover off of the catheter, it was noted that stent was missing from the stent delivery system. The stent was located inside of the protection cover. The procedure was completed with another device. No patient complications were reported and the patient status is unknown.

Manufacturer narrative:
Device code # 2923 relates to component code # 515. Device evaluated by mfg.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device returned to MFR.: the returned device consisted of an omega bare element monorail stent delivery system (sds) with the stent protector and the damaged stent stuck onto the product mandrel. The stent had various struts flared and bunched up. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The balloon was loosely folded with some positive pressure applied. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. Following removal of the blue stent protection cover off of the catheter, it was noted that stent was missing from the stent delivery system. The stent was located inside of the protection cover. The procedure was completed with another device. No patient complications were reported and the patient status is unknown.

Manufacturer narrative:
Upn and upn - search corrected from unk694 to h7493913816300. Device returned to MFR corrected from no to yes. (B)(4).